Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the aux drawer 1.2 and 5.1 was failed. The field service engineer reseated the rowboard cables and replaced retractors for drawer 5 to resolved the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer aux 1.2 and 5.1 failed. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.